Event description:
The hospital statff attempted to use the device on a patient diagnosed in cardiac arrest. The patient was last seen approximately 1 hour prior to the arrival of the hospital code team. The 3-lead patient cable was connected to the patient to the diagnose the patient's heart rhythm however the device allegedly displayed a "connect electrodes" message. Another device was made available and used to continue treatment of available and used to continue treatment of the patient. The patient was not resuscitated. The customer indicated the reported problem did not cause or contribute to the patientt's outcome. This opinion was based on an assessment of the patietnt's condition.